Event description:
The manufacturer received information alleging a patient's blood oxygen levels decreased while using a ventilator. The patient was placed on another device and expired. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. The logged service required code indicates low oxygen flow. At the time of the reported event, the device was set to deliver 100% oxygen with a respiratory rate that exceeded 30 breaths per minute. With the device settings, the oxygen source was unable to deliver the required flow. The device passed all testing and was found to operate and alarm as designed. It appears the event was related to the patient's deteriorating condition.